Event description:
Medwatch received states that patient's left ventricular (lv) lead was dislodged. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119489.